Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 investigation findings code c22-photo review additional h3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show an open aluminum package, the end point at the proximal end of the suture segment appears smooth, slightly flared and cut. The memory of the loop was present at the distal end of the suture segment. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2023 and a barbed suture was used on the joint capsule. During the procedure, the barbed suture snapped when the joint capsule was being sutured. It was reported that there was tissue damage due to the suture snapping. The barbed suture was discarded and a different suture was used. The procedure was completed successfully. The procedure was delayed by 5 minutes. There was no change in the patient¿s post operative care due to the prolonged procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare®, ¿ active ingredient(s) ¿ triclosan, ¿ dosage form ¿ suture/solid/parenteral, ¿ strength ¿ = 2360 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned, pending photo evaluation photos upon which this medwatch is based have been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - were there any unexpected outcomes or complications as a result of the prolonged surgery time? No, but there was tissue damage due to suture snapping - what tissue was being sutured when the event occurred? Joint capsule - was additional dissection required in other organs/tissues other than the target tissue? No. - was there any change in the patient¿s post operative care due to the prolonged procedure? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe the tissue damage. Was there any medical or surgical intervention required for the tissue damage? If yes, please provide specific details.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/14/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please describe the tissue damage.- none was there any medical or surgical intervention required for the tissue damage? If yes, please provide specific details. Vicryl suture used.